Event description:
It was reported that the customer was in the hospital. Customer stated that this is the second time being hospitalized. Customer declined to provide the blood glucose value. Customer stated the battery cap on the insulin pump was lost while being in the hospital and requested replacement. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report number 2032227-2014-03423 reporting previous hospitalization.